Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is non-verifiable. No product was returned; therefore, no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. The dhrs were reviewed for the fossa components. A nonconformance was opened for the right fossa to address pieces from this lot exceeding the action limit for dose audit testing, however, further investigation determined the parts to be safe for clinical use from a sterility standpoint. There are no indications of manufacturing defects. For all non-custom tmj fossa implants in the previous one year (from the notification date) involving squeaking or noises, there is a complaint rate of 1.03%, which is no greater than the occurrence listed in the afmea. For all non-custom tmj fossa implants in the previous one year (from the notification date) involving a limited range of motion, there is a complaint rate of 0.56%, which is no greater than the occurrence listed in the afmea. The most likely underlying cause of the complaint could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report b5 describe event or problem d10 device availability g4 date received by manufacturer g7 type of report h2 follow up type h3 device evaluated by manufacturer h6 method code h6 results code h6 conclusions code h10 additional narratives/data.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The device will not be returned because it remains implanted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00432, 0001032347-2019-00433, 0001032347-2019-00434, 0001032347-2019-00435, 0001032347-2019-00436, 0001032347-2019-00437. Concomitant medical products: tmj system left fossa component medium, part# 24-6561, lot# 602060a; tmj system right fossa component medium, part# 24-6560, lot# 739890a; tmj system left standard mandibular component, part# 24-6546, lot# 582360c; tmj system right standard mandibular component, part# 24-6545, lot# 759040a; tmj system cross drive fossa screw, part# 99-6577, lot# unk; "2.4mm" system high torque (ht) cross-drive screw, part# 91-2708, lot# unk; "2.44mm" system high torque (ht) cross-drive screw, part# 91-2710, lot# unk. Initial reporter ¿ patient.

Event description:
It was reported that the patient experienced facial swelling and blurry vision following the implantation of temporomandibular joints. The patient was prescribed celebrex and meloxicam to treat the facial swelling. No additional patient consequences were reported.